Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment issue event on (B)(6) 2026. The infusion set tubing came apart at the tubing connector while sleeping. The blood glucose level was high and treatment taken was insulin glargine. The insertion site was the left thigh. The infusion set had been in use for one day. No further information available.